Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported while using a glidescope core 15-inch monitor with a glidescope bflex 5.0 single-use bronchoscope connected to the "a" port of the monitor during an aspiration procedure on a patient, the display suddenly went blank. The screen displayed a message indicating that no camera was connected. The procedure was completed by switching the bronchoscope and connected glidescope core quick connect cable from the "a" port to the "b" port which the core system then worked as intended. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The subject glidescope core 15-inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported image issue. When connecting the monitor to verathon's test equipment, no loss of image was observed with either port "a" or "b." The monitor passed verathon's device functionality testing and confirmed to be within specification. The glidescope core quickconnect cable used during the reported incident was not made available to verathon for evaluation. Upon verathon following up requesting the cable to be returned for evaluation, it was reported that the customer confirmed the cable was working when used with other monitors and that they had isolated the issue to the monitor. The customer declined the option to have their cable returned for evaluation. Upon completion of verathon's device evaluation, the monitor was returned to the facility. No further investigation is required at this time. Verathon will continue to monitor for trends.